Manufacturer narrative:
The additional proglide device is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted using a proglide device with a 6f sheath after an interventional atrial fibrillation ablation procedure. Reportedly, the suture did not capture the vessel and pulled out of groin when attempting to pull on the rail suture. Another proglide device was used and a suture break occurred during knot tightening, but the suture was still able to be used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.